Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check, and it failed. The fse performed volume and dispense checks and was not satisfied with the dispensing portion of the testing. The fse replaced the dispense probes and proactively replaced the aspirate probes and tubing. Another high sensitivity system check was performed which passed within instrument specifications. The fse performed precision testing through the closed tube aliquoter (cta) and directly on the access 2 analyzer. All testing passed within the precision claims of the assay. Quality control (qc) was performed which passed within the laboratory's established ranges. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for several patients, involving the unicel dxc 600i synchron access clinical system. Subsequent analysis of the patient samples, on an alternate access 2 system, produced lower results for all patients involved. The laboratory's biomedical engineer performed a 20-replicate precision test on the access 2 system, which passed within the precision specifications of the assay. The biomedical engineer then performed four replicates through the closed tube aliquoter (cta) and obtained the following results: 0.09 ng/ml, 0.10 ng/ml, 0.09 ng/ml and 0.10 ng/ml. Another four replicates produced results of 0.01 ng/ml, 0.01 ng/ml, 0.01 ng/ml and 0.04 ng/ml. The biomedical engineer noted upon reanalysis, on the alternate access 2 system, the samples recovered negative results. The biomedical engineer replaced the cta aliquot probe and cleaned the wash cup due to dried wash salts. The biomedical engineer performed a carryover test on the cta, which passed within instrument specifications. The biomedical engineer also performed system maintenance on the access 2 system including replacing the aspirate probes and performed a routine system check which passed within instrument specifications. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.